Event description:
During a standard treatment, the back cap button popped off the hand piece. The part was retrieved without any incident to patient. Dental office did not keep track of the serial number of the handpiece in question. Nor the name of the patient is known to pull the fire. Therefore, no data related to patient or handpiece are available. Only type of handpiece is available.

Manufacturer narrative:
The customer did mail in several handpieces of the same type for repair. It was not indicated that a handpiece was involved in a potential incident with a patient. Hence the handpieces have been repaired, tested and sent back to customer. Afterwards kavo was informed about the issue. As nobody is able to indicate which serial number was involved, it is not possible to do any analysis or to pull the corresponding complaint.